Manufacturer narrative:
Device technical analysis: this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported during ongoing use, the device was showing premature battery depletion. Technical services was contacted and reviewed the device's data, and determined that the patient during the past year, occasionally had atrial fibrillation. This means there is high rate atrial sensing during those periods. Therefore, the reason for the rapid decrease in battery consumption, was due to 'high rate atrial sensing'. Technical services recommended reprogramming the device. It was indicated from the field, the device will not be reprogrammed at this time however, the patient will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
The device remains implanted and in service. Should further information be provided, this report will be updated.

Event description:
It was reported during ongoing use, the device was showing premature battery depletion. Technical services was contacted and reviewed the device's data, and determined that the patient during the past year, occasionally had atrial fibrillation. This means there is high rate atrial sensing during those periods. Therefore, the reason for the rapid decrease in battery consumption, was due to 'high rate atrial sensing'. Technical services recommended reprogramming the device. It was indicated from the field, the device will not be reprogrammed at this time however, the patient will continue to be monitored. No adverse patient effects were reported.